Event description:
It was reported that the artificial urinary sphincter (aus) failed due to a hole in the cuff. The cuff was replaced. No further complications were reported in relation to this event.

Event description:
It was reported that the artificial urinary sphincter (aus) failed due to a hole in the cuff. The cuff was replaced. No further complications were reported in relation to this event.

Manufacturer narrative:
Returned product consisted of an ams 800 occlusive cuff. The cuff component was visually inspected, microscopically examined, and tested for leaks. A pinhole leak was identified in the cuff pillow. The damage is consistent with tool damage that most likely occurred during implant. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.